Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring system exhibited a red blinking light due to a potential unspecified product performance issue related to this pacemaker. Troubleshooting was performed and a successful remote interrogation was performed and uploaded to the remote server. A boston scientific company representative referred the patient to the physician for follow up. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.